Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). Re-implantation is planned, however, this has not occurred as of the date of this report.